Event description:
The lay user/pt called lifescan (lfs) on 12/03/2006 and alleged that her meter was prompting error messages, however, she could not specifiy what they were. The medical affairs specialist spoke to the pt on 12/07/2006, and obtained and verified the following information. The pt was recently diagnosed with diabetes and reportedly had the meter for one week, but did not know how to use it. She had attempted to test, but obtained error messages. One week after obtaining the meter, the pt went to the hospital with symptoms of feeling sweaty, shaky, blurry vision, and a headache. Her blood glucose was tested and the result was 250 mg/dl. She took an extra pill of her glipizide. She normally takes 1 giypizide pill a day and she continued to take it when unable to test. She has been testing on the meter since the hospital visit and reported two events, where she felt low, shaky, and dizzy and obtained a low result on her meter at those times: 70 and 97 mg/dl. The code number was not set correctly at the times of those results. The pt has an appointment with her physician. Since speaking with the lfs representative, she has been testing on her meter successfully. The testing technique was incorrect and the technique for cleaning the puncture site was correct. The code number on the meter did not match the code number on the vial of test strips. The pt did not have control solution to troubleshoot. This complaint is being reported, although the meter issue was resolved with troubleshooting, the pt was unable to test her meter and during that time, developed symptoms and was found to be hyperglycemic in the hospital. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.